Event description:
The customer reported that she received failed battery and unexpected restart, and prime rewind alarms on the insulin pump. The customer's blood glucose was 447 mg/dl, which was treated with syringes. Troubleshooting was performed. The customer was unable to clear the rewind process. The insulin pump had not been dropped or bumped prior to the prime rewind alarm occurring. The drive support cap appeared normal. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage inside the force sensor resistor. No reset error alarm or memory erase anomaly was noted. The insulin pump passed the reset error test. The insulin pump had normal operating currents. No unexpected failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.